Event description:
According to initial reports, valve recipient of the onxace-21 sn (B)(4). Experienced a stroke. Additionally, the patient had difficulty adhering to anticoagulation therapy.

Manufacturer narrative:
According to initial reports on-x valve recipient experienced a stroke (B)(6) 2018. According to initial reports, the patient was not adhering to the anticoagulation therapy prescribed. This event is relegated to onxace-21, serial number (B)(4). Additionally, this patient received onxace-23, sn (B)(4). (B)(6)2013. The valve was explanted and replaced with onxce-21, sn (B)(4). Due to the patient not following the prescribed anticoagulation therapy regimen leading to valve thrombosis. This event was investigated in manufacturing report number 1649833-2018-00145. The manufacturing records for the onxace-21, serial number (B)(4). Were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. A review of the available information was performed. Based on the available information, the patient stopped following his anticoagulation regimen. Due to this course of action, the root cause for this event is chronically inadequate anticoagulation therapy leading to thromboembolism presenting as a stroke. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at cryolife and the IFU adequately communicates risk. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to initial reports, valve recipient of the onxace-21 sn (B)(4) experienced a stroke. Additionally, the patient had difficulty adhering to anticoagulation therapy.